Event description:
Initial reporter called and reported that the patient was having their battery replaced for end of battery life and once they connected the new generator to the existing leads and performed system diagnostics, they received limit/high/7. They connected the old generator back to the leads and performed system diagnostics and received the same results. They reconnected the new generator and performed diagnostics and received same results. The setscrew was tightened and until it clicked. The pin was confirmed visualized past the connector block. The generator has not been confirmed at this time to be at end of battery life. It was decided to bring the patient to the or at a later date for lead replacement. At this time no surgical date has been set. The patient's explanted lead is at manufacturer pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.